Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during the rectosigmoidectomy, when performing the stapling, the staples did not come out. The physician noticed that the load jammed at the beginning of activating the stapler, preventing the proper advancement of the device. Due to the occurrence, it was necessary to replace the load in order to continue the procedure. There was no patient injury.

Event description:
According to the reporter, during the rectosigmoidectomy, when performing the stapling, the staples did not come out. The physician noticed that the load jammed at the beginning of activating the stapler, preventing the proper advancement of the device. Due to the occurrence, it was necessary to replace the load in order to continue the procedure. The same handle was then used with the new reload to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.